Manufacturer narrative:
(B)(4). Procedure information: the cook retrieval catheter was distorted after the crux filter was contained inside of it. The patient didn't display any adverse effects post-procedure. This case was reviewed and investigated according to volcano policy. Visual and microscopic inspections were performed on the returned filter. During the post-decontamination visual inspection, it was observed that both the cw and ccw wireform were intact. The cranial retrieval tail was bent 45 degrees counterclockwise from normal resting position and the caudal retrieval tail was bent slightly clockwise. The l2 extended anchor was missing. No deformities were noted in the remaining anchors. There was compression and separation of the fep/ptfe tubing. All three verticals and the horizontal thread of the webbing were present. Webbing was tangled around the r2 extended anchor. A portion of the horizontal threading had detached from the fep/ptfe tubing. The cranial end of the middle vertical thread had detached from the horizontal thread of the webbing. The plasma balls, marker bands, and all crimps were present and intact. The missing anchor and damage to the filter webbing suggest the user experienced difficultly when retrieving the filter. This damage likely occurred due to excessive force when attempting to remove the device with the retrieval kit. It is likely the anchor was damaged during the retrieval and was contained inside the retrieval catheter. However, we could not conclusively determine when or how the damage occurred. The customer was unable to provide the serial number or lot number of the device. Records indicate two devices from the same lot number were shipped to the customer. The manufacturing documentation for the two devices was reviewed and both devices met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported retrieval of the crux filter was difficult and contrast extravasation was seen on post-retrieval venography, indicating leakage from the cava wall. The cava was repaired with a balloon and another crux filter was inserted. During the procedure the physician used a cook retrieval kit. Physician caught approximately 95% of the crux filter but could not capture the top of the device into the retrieval catheter. It appeared the tissue anchor was caught on the catheter inside the retrieval kit. Using force, the physician captured the device and pulled it through the femoral vein and retrieved it via the jugular vein. The patient is a 35-45 year-old woman who had the crux filter implanted via femoral approach; it was in place for approximatley 4-8 weeks prior to retrieval via jugular access. This injury was treated endovascularly; the patient was kept hospitalized overnight and was anticoagulated. The patient has not displayed any adverse effects post-procedure. All reasonably known patient information is included in this report.